Event description:
It was reported that detective tubing was found during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "joint surgery patients use moma retention on the 4th day, the patient to be discharged from the hospital, so choose to continue to use the retention needle, in the morning when the nurse for catheter maintenance found that the flyma extension tube rupture leakage, and then there is blood overflow. Patients have doubts, think that product quality problems, and blood overflow will cause infection, the head nurse in a timely manner to deal with the incident, the current department nurses for the use of flyma there are certain psychological doubts."

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Visual examination of the returned device determined that the tubing had separated from the adapter head, based on the location of the damage, the description of the event, and a review of the manufacturing facility our engineers determined that the damage could not have been sustained as a result of the manufacturing process.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that detective tubing was found during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "joint surgery patients use moma retention on the 4th day, the patient to be discharged from the hospital, so choose to continue to use the retention needle, in the morning when the nurse for catheter maintenance found that the flyma extension tube rupture leakage, and then there is blood overflow. Patients have doubts, think that product quality problems, and blood overflow will cause infection, the head nurse in a timely manner to deal with the incident, the current department nurses for the use of flyma there are certain psychological doubts."